Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving baclofen via an implantable pump for intractable spasticity and stroke. The patient has complained of pain to the pump pocket and was requesting the 40 ml pump be replaced with a 20 ml pump. The physician planned on doing this (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.